Event description:
It was reported via clinical affairs that a (B)(6) patient was diagnosed with severe aortic stenosis of an edwards aortic valve after an implant duration of approximately 32 months. Operative report indicates the valve was heavily calcified, it was replaced with a mechanical valve and the patient was taken to the ICU in stable condition.

Manufacturer narrative:
Evaluation method: x-ray. Evaluation summary: heavy calcification was observed in the cusp areas of all three leaflets. Moderate to heavy host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice at the greatest point by approximately 7mm. Minimal host tissue overgrowth encroached onto the tissue at the outflow aspect and into the orifice at the greatest point by approximately 3mm. Host tissue was moderate to heavy at the stent inflow and minimal to moderate at the stent outflow. Host tissue fused leaflets 1 and 2 at commissure 2 on the outflow aspect by approx 3mm. Calcification and host tissue restricted mobility in the leaflets and led to stenosis. Additional manufacturer narrative: tissue calcification mediated structural valve deceleration (svd) is a chronic and usually late event for the vast majority of bioprosthetic heart valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. The incidence of tissue calcification in bioprosthetic heart valves is highly variable among patients; many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. There has been no information to suggest a device malfunction or quality deficiency related to this event.